Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while monitoring the heart rhythm of a male patient during a defib implant, the device displayed a "system fault 37" message. The customer reported that within five-minutes of seeing the message, the fault disappeared. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that the device was removed from service and upon biomed evaluation, the malfunction was not duplicated.